Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Continuation: the clip dislodged somewhere in between the superior vena cava (svc) and the right atrium. The clip was left there, in a stable position, and the procedure was aborted. The following night the patient died; however, the autopsy showed no direct relation with the clip procedure. A clinically significant delay in the procedure was noted due to the issue with the clip. No additional information was provided. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after clip deployment, the clip detached from both leaflets, remaining in the anatomy. One day post procedure, the patient died. It was reported that this was a bailout mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient was sick with multiple comorbidities. One clip was implanted, with little mr reduction due to the heavy calcification of the annulus. After deployment, the gradient was 7mmhg; however, the physician was aware that the gradient would increase, but felt it was acceptable due to the pre-existing condition. The second clip was positioned lateral, resulting in a gradient of 11mmhg. The clip was opened and repositioned at the medial commissure several times, but without a good result. Grasping medial was difficult due to imaging. Finally, a good position was found and the deployment steps were performed, but the clip did not release from the clip delivery system (cds). Troubleshooting was performed to release the clip. With the last pullback of the release pin, the handle was also pulled back; however, the clip completely detached from the both leaflets, remaining on the gripper line. The clip was retracted with the gripper line to the right atrium, along with the guide and resistance was noted with the vein. Force was applied and the gripper line broke.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported complete clip detachment, difficult to remove clip from anatomy and failure to adhere or bond to leaflets could not be replicated in a testing environment, as it was related to procedural conditions. The reported difficult to deploy clip could not be replicated in a testing environment because the device was returned with the clip deployed. Furthermore, the reported gripper line break was determined to be due to the reported user error of using excessive force to retract the gripper line and completely detached clip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of embolism, foreign body in patient and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The mitraclip system instructions for use warns against pulling the gripper line too quickly or with excessive force, which may result in device damage and/or compromise to leaflet capture and insertion. Procedural images were received and reviewed by an abbott vascular medical affairs director. The reviewer concluded that the patient had major mitral annular calcification (mac), which is a factor known to make an interventional procedure more challenging. Furthermore, it was observed that several attempts to implant the second clip were unsuccessful; ultimately resulting in a clip detachment and dislodgement due to a gripper line rupture when force was applied. These maneuvers likely resulted in the prolonged procedure and precipitated a worsening clinical condition and death. The event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that this procedure was a bail-out procedure and an attempt to reduce mitral regurgitation was unsuccessful, resulting in the complete clip detachment and dislodgement in the right atrium. The patient death occurred the following night; however, it was determined there was no direct relationship between the device and the reported patient death. All available information was investigated. The reported failure to adhere or bond to leaflets was attributed to operational context due to the pre-existing chordal rupture and challenging imaging. A definitive cause for the reported difficulty to deploy the clip could not be determined. The reported complete clip detachment and subsequent difficulty to remove clip from anatomy are procedural conditions from the difficulty deploying the clip and troubleshooting maneuvers performed. The gripper line break is likely due to the reported user error in using force to remove the gripper line, resulting in a completely detached clip. The reported embolism and foreign body in patient were determined to have resulted from the reported difficulty to deploy. The death was determined to be a procedural condition of the patient anatomy; however, a definitive cause for the death could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.